Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
A healthcare professional reported that the irrigation tip of the polymer handpiece was occluded during surgery before entering the eye. The event was noted by the staff when they switched instruments in the step prior to cortex. The staff took a new handpiece to finish the surgery. There was no patient harm. Additional information has been requested but not received to date.

Event description:
Additional information was received from the hospital. The I/a handpiece was not occluded, but did not let anything through. There was no opening in the handpiece, so seemed to be more a production issue.

Manufacturer narrative:
No sample has been returned for evaluation; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history review could not be conducted. Because a sample was not returned and no lot information is available, the root cause for the customer complaint issue cannot be determined.

Manufacturer narrative:
.